Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found downstream occlusion (dso) seal detached. The device failed calibration due to damaged upstream occlusion (uso) sensor. The uso sensor and dso seal were replaced. Performed the dso/uso sensor calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "device unusable after attempted software update, the pump froze in the data download screen". During device evaluation it was found the upstream occlusion (uso) sensor was damaged.